Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: sections b.1, b.2, & h.10. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance, despite device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.